Event description:
It was reported that the pt underwent a right and left inguinal hernia repair procedure in 2008. During this procedure, the surgical mesh was used on the right side and bard mesh was used on the left side. The pt has some urinary retention post-operatively and a foley catheter was placed. On postoperative day one, the foley catheter was removed, the pt was able to void and was discharged. Then, at about 3 weeks post-op, the pt developed dysuria. As a result, a ua c&s was sent in the same day. The urinalysis results showed an infection. In the next day, the pt was started on levaquin 500 mg by mouth for 5 days. This event has been listed as mild in intensity. The dr has indicated that the event was not prod related but was possibly procedure related.

Manufacturer narrative:
Conclusion: this event was reported by the facility as not being prod related, however, the event was procedure related. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.